Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.